Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: procedure name and date? Event date? Investigation summary: visual analysis of the returned sample revealed that an empty opened foil, a paper lid and a winding former with seven needle/sutures control release, a detached needle and an undispensed suture of product code vcp774d were received to ethicon for evaluation. After investigation of the sample short insertion was observed in strand #4. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. This defect is caused because the suture was not properly inserted inside of the needle barrel hole. In addition, no missing suture was found. Based on the information currently available, the pull-out defect was identified during the investigation of the sample received a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. After opening the package, a scrub nurse found that there was a needle which did not have a suture in the package. No adverse patient consequences were reported. Additional information was requested.